Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tgi pcb and the table top pad. The system was tested and found to be working as intended and placed back into service.

Event description:
Based on a pm report, it was noted that the 2800 system intermittently displays an error 134. It was also noted that, the table pad is torn. There was no report of patient injury or involvement.